Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a descending thoracic aortic aneurysm rupture using a gore® dryseal sheath with hydrophilic coating. The introducer sheath was inserted through the left common femoral artery, and all the endoprostheses were successfully implanted. While the sheath was being retracted, the left external iliac artery was ruptured and the patient's blood pressure dropped. It was reported that the patient's left external iliac artery had a narrow portion with its vessel diameter of 7.0mm. Additionally, while the introducer sheath was being inserted, strong resistance was met. Two gore® excluder® aaa endoprostheses contralateral leg components were implanted, extending into the left common femoral artery to repair the rupture. The patient tolerated the procedure.